Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door latching sensor" error as a door not fully latched error. The error was cased by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a "door latching sensor" error. It was also reported that there was no pt injury.